Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Seven days post implant it was reported that the right ventricular (rv) lead had dislodged. The rv lead exhibited t-wave oversensing (twos) and r-waves were being undersensed. The rv lead was programmed off until the patient¿s lead revision procedure. A week later the rv lead revision procedure took place and the rv lead was repositioned. The rv lead remains in use. No patient complications have been reported as a result of this event.